Event description:
It was reported by the attorney that the plaintiff underwent a total knee replacement surgery in june of 1995. In the course of the surgery, vicryl sutures were used. The attorney alleges that the plaintiff suffered infection and unspecified injury after the surgery. No other info was provided.